Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the rptr: during the procedure, the device became quite dull and could not cut well. A new device was opened to complete the procedure. There was no bleeding, no tissue damage, no unanticipated tissue loss, and nothing fell into cavity. Operating time was extended more than 30 mins; however, there was no adverse event due to delay of surgery.